Event description:
I had breast implants implanted on (B)(6) 2017 since I've had the implants, I have had a large amount of health issues matching almost every symptom possible with bii. FDA safety report ID# (B)(4).